Event description:
On (B)(6) 2012, the pt's husband reported the pt experienced issues with bent cannulas on 4 infusion sets and elevated blood glucose. Elevated blood glucose began on (B)(6) 2012 and she discovered the bent cannula on (B)(6) 2012. She attempted to treat elevated blood glucose with 15-20 units of insulin (unk if this was via infusion device or syringe). The pt manually inserts infusion set headsets and avoids scar tissue. The pt was admitted to the hospital on (B)(6) 2012 and diagnosed with diabetic ketoacidosis because she was not able to lower her blood glucose below 400 mg/dl. She was treated with an insulin IV and received basal rate through the infusion device. Her blood glucose decreased to 60 mg/dl and she was treated with food and disconnected from the IV and her blood glucose became elevated again. The pt's blood glucose measured 230 mg/dl 2 hours prior to the report. Her target blood glucose level is 120 mg/dl. Upon f/u on (B)(4) 2012, the pt reported she was released from the hospital on (B)(6) 2012 and her blood glucose has returned to normal. The pt was sent infusion set insertion device and infusion sets. Alleged infusion sets were discarded. No product will be returned for eval.